Event description:
It was reported that the patient presented in ER after receiving appropriate high voltage shocks for vt. After further investigation, it was suspected that vt was induced due to competitive pacing as a result of undersensing. The patient was discharged and is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.